Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 600 pro analyzer and replaced the carbon bridge along with cleaning of the flowcell to resolve the issue. The fse performed quality control and passed. The fse verified the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned one patient results for ion selective electrode (ise) including sodium (na), potassium (k), chloride (cl) and carbon dioxide (co2) due to negative anion gap values on their dxc 600 pro clinical chemistry analyzer. The customer did not release the results out of the laboratory. The customer did not repeat the patient sample. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided the results for this patient.